Manufacturer narrative:
Other applicable components are: product ID: 37751, serial# (B)(4), product type: recharger.

Event description:
The patient reported that their recharger would not charge. These issues started about 3 weeks prior to the report. They had surgery on their uterus for cancer and had not been charging their implantable neurostimulator (ins) due to the incision. The green light was present on the desktop charger, the connector pin did not look loose or bent, and the white arrows lined up. The patient was sent a replacement recharger but with the replacement recharger they were seeing a reposition antenna screen on their recharger. The recharger would not communicate with the ins and the patient programmer was showing a poor communication screen. The last successful charging session was a little over a month prior to the report and the patient had not felt stimulation for over a month. The patient felt that their ins was implanted too deep and that was the cause of the connection issues. They were in a lot of pain at the time of the report and they had been in a lot of pain for over a month. The patient met with a manufacturer representative but they were unable to restart the ins. The patient noted that they did not know they were supposed to recharge the ins. They were not able to recharge the ins even after meeting with a manufacturer representative. It was noted that the patient had been having problems charging their ins since a little after it was implanted. The patient also noted that they had been ill with cancer and had a hysterectomy so they couldn't wear the belt. The patient felt that the device should be replaced. The patient was implanted for spinal pain.

Event description:
Additional information received from the consumer reported that she had cancer and needed a full body MRI and was considering explanting the implant because it never worked anyway. The patient noted that she was going to have the system removed since she couldn't have the scans she needed. The change in therapy or symptoms was considered sudden.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the patient requested to have the implantable neurostimulator (ins) removed because it was causing her discomfort, so the ins was removed but the lead was left in place because the procedure was too risky, the patient had agreed with this. No complications were reported, and no further complications are expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.